Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.